Manufacturer narrative:
A supplemental report will be submitted pending investigation results. The UDI# listed in d4 is the UDI# for the country where the event occurred, and is different from the UDI-di in the united states. The UDI-di for this product in the united states is (B)(4).

Event description:
In a routine culture test of the facility, a culture test sample taken from the forceps channel tested positive (112 cfu), exceeding the standard value of this facility (20 cfu). A culture test conducted after the device was cleaned and disinfected again also tested positive (22 cfu), exceeding the standard value. The facility stopped using the device and requested repair the device.

Manufacturer narrative:
Observation of the forceps channel revealed significant damage. After the forceps channel was replaced and repaired, the culture test conducted by the facility was negative. It is possible that the positive result of the culture test was due to damage to the forceps channel.